Manufacturer narrative:
(B)(4). The broken screw was not identified, therefore the manufacturer cannot determine the suspect device. The device catalog # could be 876-320, 876-818, or 876-718. A review of device history records is not possible at this time without additional device information. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a two level acdf to implant the interbody device and anterior fixation at c3-c5. It was found that one of the 4mm screws broke approximately two months post-operatively. No revision surgery is reported at this time.

Event description:
Additional information: the patient was doing well post op and reportedly "fusion should have occurred".